Event description:
A consumer reported experiencing "fog" and a gradual loss of visual acuity following intraocular lens (iol) implant surgery. He was given treatments for dry eye and inflammation. He also reported that a yag laser was done nine months after the implant surgery. Medical records were received for a postoperative visit approx one month after the yag procedure. The records indicated that the lens was in place and all eye structures were noted to be normal/clear. Blurred vision continues to be experienced by the pt and that the yag procedure and treatment for dry eyes have not helped. In a f/u, the surgical coordinator for the surgeon reported that the surgeon is not blaming the iol for the pt's symptoms, rather there may be underlying unk issues. The surgeon has referred the pt to a retinal specialist; however, the pt cancelled the visual field test and did not follow through with instructions for retinal consult. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/27/2010, 10/28/2010, and 11/01/2010 by phone, fax, and mail. Medical records were received on 11/01/2010. A completed questionnaire has not been received. (B)(4).